Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of beeping from the controller while connected to battery power was confirmed via the submitted log file. The submitted log file contained data spanning approximately 4 days (B)(6) 2020 per the timestamp). The log file captured intermittent power cable disconnect alarms while connected to battery power due to the rsoc voltage in the black and white power cable dropping to approximately 0 volts without an associated power cable disconnection. The alarms resolved themselves once the rsoc voltage in the black and white power cables restored back to their expected threshold voltage. These alarms did not affect the controller¿s ability to operate the pump above the low speed limit. Additional information stated that the serial number for the exchanged controller is (B)(6). A controller exchange did not resolve the problem and the issue is still ongoing. Additionally, after discussion with the patient and abbott representatives, the decision was made to use controllers with the newest software version (1.7.0) to ensure that the patient has any new features that the updated software can provide, which may improve the quality of life for the patient. An attempt was made on 22dec2021 to gather additional information about the reported event such as if the issue was resolved and if any additional equipment will be returned for analysis; however, no response was given. The heartmate 3 system controller, serial number (B)(6), was not returned for analysis. The root cause for the reported event was not conclusively determined to be determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller, 14v battery clips, and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables/connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 27aug2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was hearing beeping from the controller while on battery power. The log file captured odd strings of power cable disconnects while on battery power. In an attempt to troubleshoot, the patient's controller was exchanged as well as four batteries since the patient stated hearing the alarms only while using certain batteries. The power cable disconnects did not resolve. In a further attempt to troubleshoot, the patient's modular cable was exchanged. The alarms would resolve after one or two beeps but the patient had been unable to fully stop the alarms despite exchanging batteries, battery clips, and the controller. The log file captured low voltage advisory alarms due to normal battery depletion. It appeared as though the patient started with a semi-fully charged battery on (B)(6) 2020 at 8:57am. The same battery in-use triggered a low battery advisory at 1:53pm (about 5 hours of use before triggering an low battery alarm since the battery was not fully charged at the time that it was inserted in the battery clip). Technical services also observed 83 pi events occurring from (B)(6) 2020. X-rays were taken on (B)(6) 2020 and it was determined that the patient's lvad equipment was in working order. The event log contained a few pi events as were as power cable disconnects, some of which appeared routine with a few which might be associated with a temporary loss of data communication between the battery/clip and the controller. This could have been caused by a poor connection at the battery/clip due to excessive jostling. The controller voltage readings from the mpu and batteries appeared within normal parameters, which indicated that the controller was in working order.